Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/21/2024.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on may 27, 2024 with lot number 1859838. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. As per the investigation procedure stress mark, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.